Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd nexiva¿ closed IV catheter system single port 24 ga 0.75 in had a mix of product types in the pack. The following information was provided by the initial reporter: "it was reported that: the needle did not come to the end of the catheter event description per attached email states: "the needle did not come to the end of the catheter" questions/inquiries: was the product received in this condition? If not, what was the product being used for when it was observed that it was not working properly? Please confirm whether or not there was any patient impact. Do you have photos showing the reported issue? Is a representative sample (unused product from same lot) available?"

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 0017402. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. To aid in the investigation of this issue, one physical sample was returned for evaluation by our quality engineer team. Through examination of the sample, the needle was observed bent and no issues related to needle length were observed. As the package was opened and the device appeared to have been handled, it is possible that the bent needle resulted from incorrect handling.

Event description:
It was reported that bd nexiva¿ closed IV catheter system ¿ single port 24 ga 0.75 in had a mix of product types in the pack. The following information was provided by the initial reporter: "it was reported that: the needle did not come to the end of the catheter event description per attached email states: "the needle did not come to the end of the catheter" questions/inquiries: -was the product received in this condition? If not, what was the product being used for when it was observed that it was not working properly? -please confirm whether or not there was any patient impact. - do you have photos showing the reported issue? -is a representative sample (unused product from same lot) available?"